Event description:
A ventilator was evaluated by the manufacturer's field service engineer. There was no harm or injury reported. There is no evidence the device was in patient use. During the evaluation the device failed an active exhalation control module test step. The customer requested no repairs be performed at this time. A final report is being filed. If any additional information is received, a follow-up report will be filed.